Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient's mother states that she found pools of insulin in the cartridge compartment. Patient's blood glucose was elevated to 300 mg/dl with no symptoms of hyperglycemia and corrected appropriately with cartridge change. Patient's blood glucose of 300 mg/dl without symptoms of hyperglycemia or medical assistance does not meet animas criteria for an adverse event. This report is being made based on the alleged cartridge issue.